Event description:
This unsolicited device case was received from united states on (B)(6) 2013 from a patient. This case concerns a (B)(6) female patient who experienced severe pain in both knees/pain when sleeping, pain walking/sitting down, pain on injection in left knee and swelling at injection sites after receiving synvisc-one. The patient's medical history included four live births, right shoulder replacement, compound meniscus tear of right leg, tonsils/adenoids (at the age of 12 years) and allergic to penicillin (trip to emergency room with throat closed an red flush). Past drugs included penicillin (not specified). Other concomitant medications included estradiol (estrace) for hormone therapy, losartan potassium (losartan) for blood pressure, rosuvastatin calcium (crestor) for increased cholesterol, ciclosporin (restasis) for dry eyes and diclofenac potassium (voltaren gel) for knee pain. On (B)(6) 2013, the patient received treatment with synvisc-one injection, once (route of administration, dose, batch/lot and expiration date unknown) in both knees for knees arthritis. The same day, the patient experienced severe pain in both knees/ pain when sleeping, pain walking/ sitting down, pain on injection in left knee, swelling at injection sites (knots half the size of an egg) and could not bend left knee to walk or sit. It was reported that the patient also gained weight. Corrective treatment: pain pills an physical therapy. Outcome: not recovered/ not resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on (B)(4) 2013 regarding patient detail, therapy details and event information. Additional information was received on (B)(4) 2013. Global ptc investigation report was added. Additional information was received on (B)(4) 2013. Patient details, medical history, concomitant medications and concurrent conditions, suspect product indication, therapy details and event details were added and the text was amended accordingly.